Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan to report the one touch ultramini meter was giving inaccurately high readings. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided to customer service. On (B)(6) 2013, the patient obtained the blood glucose reading of 144 mg/dl on the reported meter, and a reading of 114 mg/dl on another manufacturer's meter within 30 minutes. Based on the meter reading, the patient gave herself 5.0 units additional humalog insulin. Two hours afterwards, the patient experienced the symptoms of sweating and weakness. The patient manages her diabetes with humalog insulin taken on a sliding scale. She did not seek any medical attention or treatment. The meter, test strips and control solution were replaced. The patient allegedly suffered symptoms suggesting severe hypoglycemia after taking an increased dose of insulin based on an elevated meter reading. Therefore this complaint is being reported.

Manufacturer narrative:
(B)(4): the meter and test strip has passed testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. Device returned to mfg date: meter- 3/29/2013, test strips- 3/29/2013.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
The retain test strips were tested and they passed testing with no faults found. A DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed.